Event description:
It was reported that the external pulse generator had a broken and unreadable bottom display. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the display was broken, and further noted that the upper and lower cases and the bail covers were broken and contaminated, the ring cover was contaminated and the ring was bent. All found defective parts were replaced. (B)(4).